Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that when the patient presented for follow-up, an aborted shock due to lead noise was observed. The noise could not be reproduced with isometrics.